Event description:
I used fixodent, denture cream from 2002 until 2007. While I was using fixodent, I began experiencing numbness and tingling in my extremities. In 2005, I was diagnosed with neuropathy, blood test taken at that time shows that I had low levels of copper and high levels of zinc in my blood, my neuropathy is permanent. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 2002 - 2007. Event abated after use stopped: no.